Event description:
End user advised ansell healthcare llc she was going to the doctor and be tested for std's

Manufacturer narrative:
Exemption number (B)(4)- ansell healthcare products llc, is submitting this report on behalf of (B)(4).